Event description:
Additional information received indicated that the patient presented to the clinic with back pain and an infection at the implanted device pocket site. The physician explanted the entire system¿pacemaker, right ventricular lead, and atrial lead due to the infection. The physician did not allege that the infection was related to the product or the procedure. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Device was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker, right ventricular lead and right atrial lead were explanted due to patient issue. The patient status was not reported.